Event description:
Per the clinic, the patient experienced screeching sound, poor performance since activation and no benefit with the device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025 and the patient was implanted with a new device during the same surgery.